Event description:
Event description boston scientific, crm received information that this cardiac resynchronication therapy defibrillator (crt-d) device had several atrial tachycardia response (atr) episodes. A boston scientific technical services (ts) consultant evaluated one of the stored electrograms (egm) and advised that the noise on the right ventricular (rv) channel was likely due to myopotential oversensing. This oversensing resulted in pacing inhibition, but no shock was delivered. The noise could not be reproduced. Ts recommended programming the device to least sensitivity. No adverse patient effects were reported.